Event description:
Customer reported program telepacks and ups battery have solid red led, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement telepack. Unit was calibrated and safety tested to factory's specs.